Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient¿s concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and exchange from textured to smooth due to the patient¿s concern of the product. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed two broken on posterior assessed as an unidentified (tear) opening (shell thickness within spec) and missing shell observed assessed as inconclusive. ¿ anxiety-product/procedure: unable to observe since it is not related to the device. Additional observations: ¿ no other observations were observed on the device. No further actions are required as the device was implanted.